Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the tubing breaking off right at the point where it comes out of the luer lock. In 2002 maersk medical a/s received the complaint, 2 used tubings and 2 used sets.